Event description:
I had left inguinal hernia surgery. I've had increased pain after surgery, and had to have cryo-ablation to deaden nerves to help with the pain. The mesh that was used was parietex pro grip. I was told that having surgery to remove and repair again would be considered major surgery and not recommended. So I will need to have injections as needed to help with the pain. I'd like to know more about this device, and if it's on any recall list.